Event description:
A physician's office reported that a patient began using renu with moistureloc multi-purpose solution in 2006, and the following day, she experienced redness, itching, pain and clear/mucous discharge. She presented to her primary care physician's office and was initially treated with vasocidin; however, that did not work. She was then seen by the reporting physician on four days later, who then prescribed zymar, pred forte and recommended discontinuation of contact lens use. A culture of the patient's eye and bottle were taken for fungal organisms, both returned negative. There was no official diagnosis for the patient although the physician suspected herpes keratitis. As of the following month, the patient was doing much better.

Manufacturer narrative:
Chemical testing showed the returned product met all shelf life limits. Based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.